Event description:
It was reported that the right ventricular (rv) lead has high and unstable thresholds and a low pacing impedance. The rv lead remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg implanted: (B)(6) 2007. (B)(4).